Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline breast implant, catalog # 3501670. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced bilateral pain, light-headedness, shoulder and joint pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It should be noted that the left side was 425cc. This is for the right side implant, see manufacturer report number 1645337-2018-04086 for contralateral prosthesis.